Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files showed six injections were performed with the balloon catheter, 2af284 lot 90112, without any system notices or issues. A known clinical issue of phrenic nerve palsy occurred during the case, which cannot be confirmed through the data files. No physical product was returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. Ablation was stopped using the double stop technique. The case was aborted, and the patient was under general anesthesia. The diaphragm was monitored on fluoroscopy, and a chest xray was taken the next day. It was noted that the pnp did not recover. No further patient complications have been reported as a result of this event.